Event description:
It was reported that the site is concerned about leaks occurring with bariatric cases using the sureform 60 instrument. Intuitive surgical, inc. (Isi) attempted to obtain additional information from the site but was unsuccessful.

Manufacturer narrative:
Based on the current information provided, the cause of leaks is unknown. No products have been returned to intuitive surgical, inc. (Isi) for evaluation and there is insufficient procedural information to perform log reviews.